Event description:
It was reported to nova biomedical that a consumer was receiving "bi' greater 600 mg/dl results on his blood glucose meter. The end user administered an unknown amount of insulin, then experienced a hypoglycemic event requiring medical intervention at a hospital. The consumer was using a nova meter but erroneously was using another brand of test strips in their blood glucose meter. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.